Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that the lancing needle in his softclix lancet device only partially retracts, extending beyond the end cap of the device. No adverse events were alleged to have occurred with the patient. The patient did not hurt himself. The patient's product was requested for investigation.